Event description:
Per the clinic, the patient experienced pain since may 2021 (specific date not reported) and discharge over the receiver/stimulator. The patient also developed wound dehiscence at the implant magnet site. Subsequently, the patient was administered with antibiotics (specific type not reported) on (B)(6) 2021, for a duration of two weeks. On (B)(6) 2021, the surgeon found that the wound was improving with a residual scab over the receiver and the patient was then prescribed with topical antibiotics for another two weeks. The implanted device remains.